Event description:
The hcp reported the pt was experiencing a return of symptoms. A catheter dye study showed good csf flow and good aspiration. A pump fluro xray was done and reported as "cannot see the roller." When removing drug from the reservoir, the estimated reservoir volume was 5.3cc and the actual was 20cc.